Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges the patient had an additional surgery due to adhesions, seroma and recurrent hernia,with the bard/davol ventralight st (device #1) however,no medical records have been provided. Recurrence is a known inherent risk of surgery as is developement of adhesions and seromas and is listed in the instructions-for-use a possible complication. No specific device issue has been alleged, and no sample has been returned for evaluation. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st (device #1). An additional emdr was submitted to represent the bard/davol ventralight st (device#2). Note: not returned.

Event description:
The following was alleged by the patient's attorney: the patient was diagnosed with a ventral hernia in early 2015. On (B)(6) 2015:the patient underwent ventral hernia repair with a bard/ davol ventralight st (device #1). Some time following the implant of the ventralight st (device #1),the patient experienced chronic abdominal pain, multiple abdominal wall seromas, and a recurrent ventral hernia. Patient underwent a second surgery to repair the recurrent ventral hernia, during which the bard ventralight st (device #1) device was found attached to the serosa of the bowel. The ventralight st (device #1) mesh device was not removed, but rather the recurrent hernia was repaired by implanting a second mesh device on top of the previous implanted mesh. On (B)(6) 2016: during the patient's second hernia repair surgery. Patient received an implantation of another bard/davol ventralight st (device #2) . In the months following the (B)(6) 2016 implant of the ventralight st (device #2). Patient experienced abdominal pain and abdominal wound seromas and required the placement of a wound vacuum. The patient has experienced significant physical pain and suffering and mental anguish, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures and other damages. As alleged, the patient was caused and in the future will be caused to suffer severe personal injuries, pain and suffering. As alleged,patient has experienced physical and mental pain and suffering, and has sustained permanent injury. The patient has undergone medical treatment and/or corrective surgery and hospitalization due to the alleged defective ventralight st mesh.